Event description:
It was reported that the patient visited the hospital two weeks before surgery due to his inflatable penile prosthesis (ipp) did not work properly. A revision surgery was performed and inspection revealed a fluid leak in the right cylinder; therefore, the right cylinder and the pump were removed and replaced. The cause of the cylinder hole was not determined by the hospital. The patient had a stable outcome.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported fluid leak was confirmed. In addition, the pump failed the activation test. Review of the manufacturing documentation confirmed that the device met all specifications. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the cylinder was visually inspected, leak tested and examined using a microscope. Cylinder has wear at folds in proximal cylinder body and in cylinder body. The kink resistant tubing was worn down to filament. Cylinder has a leak that was result of wear at fold in proximal cylinder body; hole in the outer tube was present. Cylinder was not pressure tested due to leak was identified. The identified of a hole which led to a fluid leak is also the probable cause of the reported mechanical issue, as the device would not be functional after the system fluid was lost. The tubing was identified as having been cut down to the pump block; no tubing was returned for analysis. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. Product analysis concluded these activation issues could affect the functionality of the device. Product analysis confirmed the reported events. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital two weeks before surgery due to his inflatable penile prosthesis (ipp) did not work properly. A revision surgery was performed and inspection revealed a fluid leak in the right cylinder; therefore, the right cylinder and the pump were removed and replaced. The cause of the cylinder hole was not determined by the hospital. The patient had a stable outcome.